Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: sdr303b implantable pulse generator (ipg) 2004-(B)(6), 5076 implantable pacing lead 2004-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and high threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.